Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted. The battery and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a protection fault message and was locking up. There was no patient injury or death reported.